Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will not be returned as it was discarded at the hospital.